Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with error code 810:11 was confirmed but not duplicated in service. The assignable cause was that the air in line printed circuit board was out of calibration. The air in line printed circuit board has been recalibrated. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. The user interface module master software version is currently unknown.